Manufacturer narrative:
(B)(4).

Event description:
It was reported that crosstalk was observed during device implant. Device was replaced but the cross-talk was observed with the new device also. After some time, the amplitude of crosstalk signal was decreased. Patient was stable.

Manufacturer narrative:
The reported field event of crosstalk was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported crosstalk anomaly could not be determined.